Event description:
It was reported that the device metal shavings fell out of the device. There were no adverse consequences & the procedure was completed successfully.

Manufacturer narrative:
Upon further investigation, the reported event is not reportable and is not likely to cause or contribute to death or serious injury if it were to recur; therefore, an MDR is not required.

Event description:
No new information.